Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial: (B)(6), batch:a000103448.

Event description:
It was reported that the patient¿s ipg is approaching its end of life. Additionally, diagnostics revealed high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Reportedly, patient had effective therapy form the other lead. Investigation was unable to determine which of the leads has high impedance.

Manufacturer narrative:
Corrected data: h6 health effect - clinical code and health effect - impact codeb1: product problem was inadvertently marked in the initial report.